Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event: the lead was returned in segments. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, returned product testing found the device did perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 419488 lead implanted: (B)(6) 2006. (B)(4),